Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there were squealing sounds in the pump heads. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2018. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). Visual inspection was performed on the sample upon receipt, during which fluid was noticed in the back housing with the magnet and rotor. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample was observed for any running sound anomalies. Intermittent whining noise was observed at 2100 and 2400 rpms. A visual inspection of the unit after the test found the amount of fluid in the back of the pump housing was increased. The returned sample was filled with water and both ends were closed and the pump was pressurized with air at 1032 mmhg it was noticed that the fluid was able to penetrate to the back housing from the center area where the bearing mechanism lies. The unit was carefully cut open from the top housing and then to the back housing. It was noticed that the seal pad that goes under the impeller was placed upside down, creating a small pathway for the fluid to penetrate through the bearing channel into the back housing. The abnormal noise issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces while the root cause for the leaking fluid to the lower back housing due to the seal pad was mounted upside down. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.